Manufacturer narrative:
Two opened probes were received with tip protectors in a tray. Sample 1 and 2: the samples were visually inspected and both were found to be conforming. The samples were then functionally tested for actuation and cut. Both samples were found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be conforming, therefore cut failure as described in the complaint were not confirmed on both samples returned and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the poor cutting of probes occurred during vitrectomy surgery. The surgery was completed after replacing the probe with another probe. There was no patient harm.